Event description:
A falsely elevated troponin-I ultra result of 1.493 was obtained on a patient sample. The result was reported to the physician. The sample was retested and the results of <0.000 and 0.018 were obtained. The corrected report was sent to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin-I ultra result. Analysis of the instrument and instrument data, indicate that the cause for the falsely elevated troponin-I ultra result is unknown.

Manufacturer narrative:
The customer stated that they spin purple top tubes for only 3 minutes whereas the tube manufacture recommends longer spin times. The falsely elevated troponin-I ultra result could be due to sample handling. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin-I ultra result is unknown. The instrument is performing within specifications.